Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tibial articular surface provisional fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the medial side of the post. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.